Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was not delivering insulin. Lost sensor and weak sensor alerts were also reported. Customer's blood glucose level at the time 265 mg/dl. Customer had blood glucose levels of 429 mg/dl at the time of the call. Troubleshooting occured. Bent sensor was noted. Advised to monitor issue.